Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used in a replacement procedure (date is unknown). According to the complainant, when the placed device was being removed from the patient, the internal bolster detached and fell into the patient's stomach. The physician expects the bolster to pass naturally and no intervention is planned to retrieve the device fragment. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.